Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and revealed that this article was manufactured according to the specifications. The visual and product investigations have shown that the tip of the awl is completely broken off. It is possible that the breakage was caused due to too high applied mechanical force due to very hard bone. The investigation has determined this complaint to be invalid. (B)(6).

Event description:
Awl tip broke when it was inserted to pedicle and turned. The doctor turned the awl due to very hard bone. Tip was removed from the patient. This is 1 of 1 report for this complaint (B)(4).